Event description:
A probation officer reportts having developed a latex allergy. He states that the allergy is due to the direct and indirect exposure to latex gloves. He reports having been exposed to gloves made by various glove manufacturers.